Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The hp stated he connects the patient extension line after the machine primes. The tsr explained proper set up of supplies on the hc. The hp would restart with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. The registered nurse (rn) contacted (B)(4) on (B)(6) 2011. The rn stated that the home patient (hp) had not made them aware of the event. (B)(4) explained the alarm to the rn and that the hp had been connecting the patient extension line after prime. The rn said that the hp had been told not to do this and would explain to the hp the proper procedure.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.